Event description:
Blood glucose read 498 mg/dl at 2:28 and went to the emergency room (ER) as a result where 1/2 hour later their device measured 159 mg/dl. It was reported customer was given orange juice and 1/2 hour afterwards tested 179 mg/dl on hospital meter so was released. A request was made for the return of the suspect device and replacement product was sent.